Manufacturer narrative:
The returned device was evaluated and coagulated blood was observed along the edge of the bottom housing cannula bore. The observed blood was caused by damages seen along the distal tip of the formed needle. The needle tip damage was caused by interference with the bottom housing during deployment, which stemmed from the incorrect installation of the cannula sub-assembly. No abnormalities were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide : model: ust400 , 17845-5a-aw rev b 09/17 . Checking your blood glucose:  chapter 4 / page 36 . Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rise to over 300 mg/dl. As treatment, the patient administered a manual injection of insulin and applied a new pod.